Event description:
Gel port was in the incision on patient's abdomen. Doctor put his hand through the port and the film inside detached from the ring. Upon inspection, it does not appear any of the film from the port was missing.